Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), loss of column was observed in the hemostatic valve. The sgc was replaced with another device to complete the procedure. Two mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.